Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that in a pyxis medbank system the was unable to issue ondansentron medication. There was no futher information provided. There were no adverse events or injuries reported based on this event.